Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, the stapler was fired to the pulmonary vein. The surgeon squeezed the handle three times during the firing and while on the third squeeze, the jaws articulated at another angle. After that, the surgeon could not pull the black return knob back, therefore jaws would not open. The surgeon ligated and cut the vein, then removed the device together with the pt tissue. There was no bleeding and the surgeon used another instrument and sulu after that.